Event description:
The device was used during a laparoscopic splenectomy. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.